Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular lead dislodgement. There was no appropriate sensing or capture. The patient received 3 inappropriate shocks. Inappropriate shock caused by rv lead noise, undersensing on discrimination channel caused secure sense to turn to passive. The lead was repositioned on (B)(6) 2020, the patient was stable throughout the entire procedure.